Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had a foreign object in the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, e3, g2(unmark distributor). Additional information added to field d8, g2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the investigation results, the component analysis of the foreign material detected various components, including protein. Therefore, the origin of the foreign material could not be specifically determined. Stains adhering during the procedures may have remained due to the presence of protein. As a result, a definitive root cause could not be determined. It was unknown whether there were deviations from the instructions for use during the reprocessing steps in the areas where the foreign material was found. No physical damage was observed at the locations where the foreign material remained, and it was confirmed that the section of the device where the foreign material was found showed no deformation. The instruction manual states the detection method associated with the event in instructions for gif-xz1200 operation manual chapter 3,¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope. Olympus will continue to monitor field performance for this device